Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). On (B)(6) 2026 it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. The nurse stated the event was not due to (B)(6) products. The nurse stated the infection was in the pd catheter (not a fresenius product). In an additional follow-up call with the patient¿s pd nurse it was reported that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic for symptoms of abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (in the pd clinic) which grew the bacteria klebsiella (species not provided). The patient was treated with intra-peritoneal (ip) antibiotics utilizing vancomycin and ceftazidime (dosing not provided) on an outpatient basis for peritonitis. Per the nurse, the continued pd therapy with the same cycler, but the patient did not fully recover from peritonitis. The nurse stated the patient was subsequently hospitalized on an unknown date in (B)(6) for persistent cloudy pd effluent and abdominal pain. While hospitalized, the patient had another pd culture obtained which grew the same bacteria klebsiella (species not provided). As a result, the patient underwent removal of the pd catheter (not a (B)(6) product) and was transitioned to hemodialysis for renal replacement needs. Additionally, the patient was treated with intravenous (IV) antibiotic therapy utilizing ertapenem (dose not provided). On (B)(6) 2026, the patient was discharged from the hospital continuing outpatient hemodialysis. The pd nurse confirmed that the patient did not have any fluid leaks or malfunctions with fresenius products in relation to the peritonitis event. The nurse indicated that the peritonitis was due to infected pd catheter (not a (B)(6) product). The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).